Event description:
The problem was observed 6/14/99. The secondary medication set 2c7431 luer lock adapter separates easily from the tubing, not sure if it is supposed to or not. Nurses reported it as a problem.